Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion set tubing issue event on (B)(6) 2025. The tubing was damaged. The event occured on the same day of insertion. The infusion set was in use for one day. No further information available.